Event description:
During a pta/stenting treatment procedure, difficulties were encountered during removal of the delivery system. The physician decided to abort the procedure due to incorrect stent size. Significant resistance was encountered during withdrawal of the express biliary ld stent. The stent dislodged from the delivery system during withdrawal. The stent was snared and removed. Another stent was placed successfully. The vessel was mildly tortuous and the lesion was not predilated. The pt's status is reported as "no harm".